Manufacturer narrative:
(B)(4). Not returned to manufacturer.

Event description:
It was reported that the unknown zimmer implant fracture. A piece of the implant is still in the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer implant was not returned for investigation. Visual and functional testing to recreate the reported event could not be performed due to the nature of the event and no returned product. The reported device was implanted in an unknown dental site, it is also unknown for how long the implant was placed prior to fracture. No pictures or x-ray images were provided for the reported event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant fractured. The reported complaint could not be verified since no product was returned and no pictorial evidence of the malfunction was provided by the customer.

Event description:
No further event information is available at the time of this report.